Event description:
It was reported that the patient has experienced aggressive behavior and that the relationship of the aggression and vns is unknown. The device was temporarily programmed off. It was reported that the patient is taking psychotropic medicine and the cause is unclear.